Event description:
It was reported that during a procedure to treat a saphenous vein graft artery (svg), a perforation occurred which required treatment with a graftmaster stent. The 4.5 x 12 mm graftmaster was implanted in the perforation; however, the bleeding continued. A new 4.5 x 16 mm graftmaster was implanted, but the perforation continued to bleed. Multiple balloon inflations were performed and at the conclusion of the procedure, the perforation was confirmed to be sealed. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 4.5 x 12 mm graftmaster referenced is being filed under a separate medwatch report #.